Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased shock impedance measurements of 110 ohms. There had been no noise and the patient had not received any shocks. It was later reported that shock impedance measurements were 126 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the patient returned to the clinic for lead testing due to increased shock impedances. Testing revealed stable lead and battery measurements and normal device function. The device was reprogrammed to turn the tones off, as well as to increase the shock impedance alert. No adverse patient effects were reported. The device remains in service.